Manufacturer narrative:
This event occurred in (B)(6). The field service engineer performed a system adjustment. After service, he performed qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for two patients tested on a cobas 8000 c 702 module. The initial glucose results were reported outside the laboratory. The customer noticed "broken" naoh rinse tubes, which was causing a leak. The customer fixed the tubing and performed repeat testing. Patient 1's initial glucose result was 1.5 mmol/l, and the patient's repeat result recovered within the normal range, 4.11- 6.05 mmol/l. Patient 2's initial glucose result was 13 mmol/l, and the patient's repeat result recovered within the normal range, 4.11- 6.05 mmol/l. The customer determined the repeat results were correct. The glucose reagent lot number and expiration date were requested but not provided.